Event description:
The event occurred on an unspecified date and involved a plum 360 device. The reporter stated that the event occurred on a pediatric unit where an infusion ended a few hours earlier than anticipated. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. A review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history could not be performed; therefore, the reported complaint could not be replicated or confirmed. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.